Event description:
It was reported that a unknown device was used during an unknwon procedure. It was reported by the affiliate that a seal ring was discovered in a pt's abdominal cavity (more info to follow). 08/06/1998 additional info from affiliate. The device in question is a 512st. 08/07/1998 message from affiliate. The device in question should be a 512sd and not a 512st. Also there was no bodily harm and the silicone ring was removed and no re-operation was necessary. More info to follow.